Manufacturer narrative:
The device was discarded. This is one of two related reports. This report represents the impella 5.5 and another report will be submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was escalated from an impella cp to impella 5.5. Numerous attempts were made to pass the catheter through the axillary artery, but all were unsuccessful. It appeared that the patient had a narrow stricture when the medical doctor examined the artery under fluoroscopy. After about 90 minutes, attempts were aborted and the medical doctor decided to use the impella cp in the axillary instead.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was determined to be patient condition due to the patient's narrow structure of the vasculature.